Manufacturer narrative:
Although the investigation is still in progress, the manufacturing batch records and quality control release testing for kit part number 195-000 / lot 126370 and device part number 195-430h / lot 125271 were reviewed. This lot met the required release specifications. A supplemental report will be submitted after completion of investigation.

Event description:
The customer reported a false negative result from a kitted nasal swab of both nostrils with the binaxnow covid-19 ag card assay performed on (B)(6) 2020 at 12:18pm. The customer indicated that confirmation testing with pcr (not specified) was conducted on (B)(6) 2020 and generated positive results. The customer reported that the patient was asymptomatic and not on any treatment. The customer confirmed there was no death or serious injury and treatment was not impacted/delayed. Per binax now covid-19 ag card product insert intended use: negative results from patients with symptom onset beyond seven days should be treated as presumptive and confirmation with a molecular assay, if necessary, for patient management, may be performed. Negative results do not rule out sars-cov-2 infection and should not be used as the sole basis for treatment or patient management decisions, including infection control decisions. Negative results should be considered in the context of a patient's recent exposures, history and the presence of clinical signs and symptoms consistent with covid-19. Per binax now covid-19 ag card product insert precautions and limitations: inadequate or inappropriate sample collection, storage, and transport may yield false test results. False negative results can occur if the sample swab is not rotated (twirled) prior to closing the card. False results may occur if specimens are tested past 1 hour of collection. Specimens should be tested as quickly as possible after specimen collection. False negative results may occur if inadequate extraction buffer is used (e.g.,<6 drops). False negative results may occur if swabs are stored in their paper sheath after specimen collection. The presence of mupirocin may interfere with the binaxnow covid-19 ag test and may cause false negative results. Due to the risk of false negative results potentially leading to no or delayed treatment, this event shall be reported.

Manufacturer narrative:
Additional information: h6 (investigation type, findings & conclusion). Although the investigation is still in progress, testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 126370 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. A review of the complaints reported as false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 126370 showed that the complaint rate is 0.0004%. A supplemental report will be submitted after completion. Corrected data: (B)(4). Note of clarification for su-1: submitted to reflect the correct submission date of initial report 12jan2021.